Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant period of approximately 9 months, high threshold values and no sensing due to dislodgement of the lead were reported. The lead was capped. No event date was provided.